Manufacturer narrative:
The reported event of failure to disconnect was confirmed with the device was received from the field with atrial setscrew attached to the wrench tool tip, consistent with inserting, and forcing the wrench tool at angles to the screw inset which damaged the atrial setscrew. Additional visual inspection found no contamination or foreign material that could contribute to the reported event. During the analysis new atrial setscrew was inserted and removed multiple times without issue and electrical and mechanical analysis performed thereafter indicated normal functionality. Longevity analysis performed, indicated device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the torque wrench could not be disconnected from the set screw on the atrial channel of the pacemaker. The pacemaker was removed and replaced. The patient was discharged post procedure.